Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. Only one half of a clip was remaining in the cartridge. The clip half was the pierced boss half. The clip half was visually examined with and without magnification. Visual examination revealed that the clip half was broken in half at the hinge. There was no closed clip returned with the sample. Based on the reported complaint issue, the customer was contacted to ensure that this sample was the correct sample for this complaint. The customer confirmed that this was the correct sample. Since no closed clip was returned, the complaint cannot be confirmed. However, the clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the complaint cannot be confirmed, the returned broken clip half was observed to be broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip closed when inserted in trocar" cannot be confirmed based upon the sample received. Only one clip half was remaining in the cartridge. There was no closed clip returned. However, the returned clip was observed to be broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
When the user loaded a clip to the applier and inserted it into the trocar during a laparoscopic gastrectomy the clip closed spontaneously. Therefore, the clip was replaced with a new one from another cartridge to complete the operation.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d2000273 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user loaded a clip to the applier and inserted it into the trocar during a laparoscopic gastrectomy the clip closed spontaneously. Therefore, the clip was replaced with a new one from another cartridge to complete the operation.